Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that insulin pump was not communicating with transmitter and customer received a "sensor signal not found" alert, and "change sensor" alert. Insulin pump also received a pump error 65 alarm. When sensor was removed, it was found that cannula was missing.